Manufacturer narrative:
The field complaint of premature discharge of battery was confirmed. The device was received at end of life (eol) level of operation. The device was cut open and current leakage above normal limits was noted with the original battery. A new battery was installed and replaced the original one which power cycled the device and the high current leakage was no longer noted. This is consistent with a hardware latch-up issue. Further testing after power cycling the device battery did not find any anomalies. After further testing of device, high leakage current could not be recreated. Longevity assessment was performed, indicating that implant duration was 2.62 years, which exceeded device¿s 2.25 years projected longevity. Assessment of elective replacement indicator (eri) to eol longevity was below projected longevity and is considered premature battery depletion.

Event description:
It was reported that during a follow up in clinic, premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.